Manufacturer narrative:
A titan touch pump and two cylinders were received. Because examination of the returned components may not conclusively confirm or disprove the report of incorrect sizing, a microscopic examination was not performed. Based on the information provided quality accepts the physician¿s observations of such as the reason for surgical intervention. Per the instructions for use (IFU), surgeons implanting penile prosthesis should be familiar with the currently available techniques for measuring the patient, determining implant size, and performing the surgery. A review of the device history record confirmed the devices from this lot met all specifications prior to release. No trends were noted for complaints and there were no nonconforming reports or capas that were confirmed to be associated.

Event description:
According to the available information the titan touch device was revised due to size issue causing lateral curvature. No other patient adverse events were noted.

Manufacturer narrative:
The lot number was reviewed for complaint trend, non-conforming report and CAPA. Devices met specification prior to release and no trends were noted. Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should additional facts prompt us to alter or supplement any information or conclusions contained in the original MDR or in any prior supplemental reports, a follow-up report will be submitted.

Event description:
According to available information, this device required replacement due to size. The patient was also having lateral curvature. The reservoir was retained and reused. No other adverse patient effects were reported.